Event description:
Procedure type: low anterior resection/double staple. Patient sex: male. According to the reporter, after the device was fired, it was noticed that the donut was incomplete. The anastomosis was over-sewed to complete the procedure. Reportedly, the surgery time was extended. Reportedly, no tissue loss or bleeding occurred.

Manufacturer narrative:
Initial report sent: 09/04/2007.